Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type: catheter, UDI# asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that the catheter replacement occurred prior to subject enrollment in the study. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. It was reported the patient appeared to have a second catheter. The patient reported they did have their catheter replaced in the distant past. No further complications were reported/anticipated.